Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted dried blood/body fluid noted in the lead lumen. The conductor coils were fractured and crushed 447 - 455 mm from the terminal pin. Additionally, the insulation was damaged at multiple locations. As a result, the clinical observation was confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements and impedance measurements greater than 2000 ohms. As a result, the lead was explanted and replaced. It was indicated there was no visible lead damage. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.